Manufacturer narrative:
Correction-section h6: rectified the coding from "capturing problem" to "pacing problem".

Manufacturer narrative:
UDI not available as the product information was not provided.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited an undersensing, which resulted in false termination of atrial tachycardia/atrial fibrillation (at/af) episodes and inappropriate atrial pacing. No intervention or adverse patient effects were reported.